Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 471 mg/dl and a bolus via the pump was delivered to address the bg level. The customer did not known the cause of the high bg. The customer declined to provide additional information and declined tandem technical support's offer to troubleshoot.